Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: zimmer biomet g7 osseoti multihole acetabular shell, 52mm, with 42mm dual mobility liner; depuy corail stem, size 10 high offset, with 28+8.5/42 dual mobility head. Medical records were not provided. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. The reported issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a right hip revision for unknown reasons. No known revision surgery has occurred to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Unk depuy corail stem; unk depuy head; unk 42mm dual mobility liner the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.